Manufacturer narrative:
Updated field: d4 (UDI#), d9, g3, g6, h2, h3, h4, h6, h11. The mayo-hegar nh 6 (120135) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported issue were identified. The reported complaint was confirmed: the returned mayo-hegar nhs were received in used condition with staining and wear on the surface. One of the needle holders had misaligned ratchets, allowing the lock to come apart when struck against a table. The misalignment may be due to wear or environmental damage.

Event description:
N/a

Event description:
A facility reported that when the mayo-hegar needle holder 6 (120135) and needle were placed in the basin after use, the needle holder snapped open and "sent the needle flying across the room". It was reported that there was no patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.